Event description:
A surgeon reports performing an intraocular lens (iol) exchange due to a crack noted on the lens following implantation. The lens was replaced with the same model and diopter. A pars plana vitrectomy (ppv) with membrane peeling (mp) for epiretinal membrane was done at the time of the initial surgery. The surgeon feels the patient has a good prognosis following the lens exchange.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was split/cracked in the gusset area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 09/22/2006. A completed questionnaire was received from the surgeon via fax on 09/26/2006.